Event description:
A healthcare professional reported following an intraocular lens implant procedure, the patient experienced blurred visual acuity and refractive error. The lens was later exchanged in a secondary procedure. No patient harm noticed. Additional information has been requested.

Manufacturer narrative:
The explanted lens was returned in a plastic specimen jar with a screw top lid. Solution was dried on the lens. Scratch damage was observed at one haptic/optic junction. The other haptic/optic junction was cracked. Cracked areas were also observed on the anterior and posterior optic surface in the location of the rings. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. A non-qualified viscoelastic was indicated. There have been no other complaints reported in the lot number. The root cause was determined to be unrelated to the lens. Information was provided by the surgical site, that in the surgeon¿s opinion, the lens did not cause or contribute to the event. In the surgeon¿s opinion, preoperative measurements were the root cause for the event. Also the file indicated the exchange of a multifocal toric lens 27.5 diopter (+3.25 d near and +2.17 d intermediate add power) to a non-company, monofocal, non-toric lens 27.5 diopter. This information may also suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).